Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead, and the right atrial (ra) lead exhibited oversensing of noisy signals. The noise on the ra channel was suspected to be non-physiological and caused inappropriate atrial tachy response (atr). The noise on the rv channel was reproducible with isometrics and caused pacing inhibition for four to five seconds. It was noted there were low amplitudes on the rv channel. Technical services (ts) discussed adjusting sensing and recommended a defibrillation threshold (dft) test. Ts also discussed that the rv and ra leads were failing and recommended lead revisions. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.